Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 483 mg/dl. Customer stated she had treated for 5 hours and asked for advice. The customer was explained that she could treat with manual injection or change the set. Customer was unable to troubleshoot at the time and stated she would call back.